Manufacturer narrative:
Corrections made to become aware date and evaluation method code grid only.

Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
Correction made to become aware date only.